Event description:
There was an allegation of questionable cobas® mpx - 192t assay results for multiple donor samples tested on the cobas 5800 analyzer. It was reported that the customer is verifying their 6800 and 5800 analyzers at the salmaniya medical complex (smc) site, against another 5800 analyzer at the bahrain defense hospital (bdh) site. The following results were provided: samples 1, 2, and 3 were on-reactive at smc. The repeat results were reactive for hiv at bdh. Samples 4, 5, and 6 were non-reactive at smc. The repeat results were reactive for hcv at bdh. Sample 7 was non-reactive at smc. The repeat result was reactive for hbv at bdh. No confirmation or serology results are available.

Manufacturer narrative:
The serial number of the analyzer at smc is (B)(6). The serial numbers of the analyzers at bdh were not provided. The investigation is ongoing.